Event description:
Boston scientific received information that during a follow up visit, this pacemaker and right ventricular (rv) lead displayed loss of capture resulting in asystole greater than two seconds. Rv thresholds were 1.3v, however the rhythm strip revealed loss of capture at 2.5v and in the stored electrograms. The outputs were reprogrammed. Subsequently, the following morning this device and rv lead were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.